Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device(s) are: product ID: [enveor-us] lot [0008375731] use by date [(B)(6) 2017] UDI [(B)(4)]. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted using left subclavian artery access. After deployment, the wire was removed but as the delivery catheter system (dcs) was withdrawn from the left ventricle, the nose cone of the dcs caught the valve and pulled the valve into the ascending aorta. The valve was left implant in the ascending aorta. A second valve was successfully implanted. It was reported that the patient was hemodynamically stable for the entire procedure. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.